Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, and the left plunger case had a screw mount broken off. A plunger not in place alarm was found in the device's event history log. To conduct functional testing the flow test was performed. Upon review, the reported problem was duplicated. It was determined that the broken off q1 chip was the root cause. The plunger pcb and all plastic parts of the plunger head were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported the device a plunger not in place issue. Patient involvement is unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.